Event description:
Reporter alleged obtaining the results of 67 mg/dll, 86 mg/dl, 223 mg/dl, 203 mg/dl, 215 mg/dl, 241 mg/dl, 364 mg/dl, 281 mg/dl, 226 mg/dl, 92 mg/dl and 194 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported that a pt underwent a cranial plate fixation procedure on (B)(6) 2010, and suture was used. The middle of the body of the needle broke when the surgeon pulled it up after a few stitches using an instrument under the skin. No fragment remained in the pt's body. There was no adverse consequence to the pt.